Manufacturer narrative:
The surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2016. (B)(4).

Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent, foreign material on lens surface (clear residue on lens), and the lens missing a piece of haptic. (B)(4).

Manufacturer narrative:
PMA 510(k): this product is manufactured in the us, but not marketed in the us. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo13.2 implantable collamer lens, -8.0 diopter, in the patient's left eye (os) on (B)(6) 2017. The lens was exchanged for a shorter lens on (B)(6) 2017 due to excessive vault. The problem was resolved.